Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient presented in the clinic on (B)(6) 2023, where affected channels were seen. His mother reported that for the past 6 months, when using the audio processor, the recipient would rub his eyes suggesting discomfort. Re-implantation is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient presented in the clinic on (B)(6) 2023, where affected channels were seen. His mother reported that for the past 6 months, when using the audio processor, the recipient would rub his eyes suggesting discomfort.the recipient has been re-implanted.

Event description:
The recipient presented in the clinic on (B)(6) 2023, where affected channels were seen. His mother reported that for the past 6 months when using the audio processor the recipient would rub his eyes, suggesting discomfort. Re-implantation is considered. X-ray to be taken.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.